Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief at dn, damaging all wires in the cable. Additionally, the j704 connector was damaged and the solder joints connecting the rear pulse wires on the distribution node pca was severed. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to run detect and treat testing.